Event description:
It was reported that the suture was broken when the surgeon attempted to sew the tissue. During surgery, the device is used to sew the ovarium. After completed sewing and removed the needle, 2-3cm suture was found to be broken in the patient's body which could not be found.

Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. Sterile samples were not available for testing / review. Retained samples were not available for review. No photos of the surgical site were provided for review, if samples, photos or additional information become available at a later date, the samples, photos or information will be reviewed and results will added to the file. The suture breaking during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength. It's also possible the devices are being grasped with surgical instruments damaging the suture allowing the suture to break during use. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points, swage areas and attachments, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving sterile devices from this same lot to review/test or receiving detailed information regarding the pre-operative preparation of the devices, tools utilized to grasp the devices, the method utilized to anchor the device in the tissue, the patient¿s health status and quality of the tissue, or the surgeon¿s experience and/or technique, or details about physical therapy a definitive root cause for the reported event cannot be confirmed with certainty.